Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions), h11 corrected field : g4 , b5 a getinge field service engineer was dispatched and was unable to duplicate the reported issue during evaluation. A complete preventive maintenance was performed, including full calibration, functional testing, and safety checks in accordance with factory specifications. The device passed all required tests, was returned to the customer, and cleared for customer use.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) EKG ports not working. There was no patient involvement.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name: (B)(6) a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventative maintenance cardiosave intra-aortic balloon pump (iabp) EKG ports not working. There was no patient involvement.